Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the defibrillation lead did exhibit higher han nominal range shock impedance. Shock impedance was 102 ohms. There were no reported adverse patient effects associated with this clinical observation. The device and lead had been implanted for six months. The physician planned to monitor the issue at this time.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. As new information would become available, this report will be further evaluated and updated.